Event description:
Staff found problem with brakes not engaging properly. Brakes would engage but not hold. No injury reported.

Manufacturer narrative:
Found stretcher in hall during routine rounds. Tech found problem with brakes not engaging properly. Brakes would engage but not hold. Troubleshot and determined that torn buckle needed to be replaced. Removed and replaced torn buckle to resolve this issue.